Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4). Cross reference complaint ID: (B)(4).

Event description:
It has been reported the scope had cloudy and cracked lens. No harm to patient, user or third reported. Cross reference MDR: 9610617-2025-00385, 9610617-2025-00386, 9610617-2025-00387, 9610617-2025-00388 and 9610617-2025-00389.

Manufacturer narrative:
Result of investigation: it has been reported that the scope had cloudy fogging lens during the procedure. No harm to patient, user or third reported. .during the technical inspection of the returned product, the following was found: the customer's description "the scope had cloudy fogging lens" can be confirmed. During the examination, a clearly bent shaft was found, which resulted in the breakage of one or more rod lenses. The shaft was subjected to excessive mechanical bending stress, which led to the above-mentioned damage. The damage found cannot be attributed to a manufacturing/production defect. This event is filed under internal complaint ID (B)(4).